Event description:
A healthcare professional reported a patient experienced the events of right side ¿rupture¿. Breast implant was explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified flat creases, wear abrasion, curved opening with striated edge, broken shell with striated edge. A dimensional measurement in the shell was performed which identified the thickness within specification, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: a curved striated opening and broken shell assessed as surgical damage. Broken shell with sharp edge assessed as unidentified(tear).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a patient experienced the events of right side¿rupture¿ and left side ¿preventative replacement¿. Breast implant was explanted.